Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced external noise of electromagnetic interf erence (emi) causing loss of pacing. Additionally, the emi resulted in a lead integrity alert (lia) being triggered for oversensing and there was non-sustained ventricular tachycardia episodes and sensing integrity counter (sic) observed. The device is still in use. No patient complications have been reported as a result of this event.